Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that two catheters kinked in the upper arm of the patients. It was stated the kink was near the reverse taper. No other information is available. This report addresses the first device.